Manufacturer narrative:
Voluntary medwatch received: mw5155309.

Event description:
It was reported via voluntary medwatch that low pacing impedance was noted on the right ventricular lead. A slight drop in sensing was also observed. It was discussed to perform isometrics and pocket manipulation, and continue to monitor closely and assess for additional changes.